Event description:
It was reported that a farawave catheter was damaged during transport. The packaging was bent badly, and the catheter was unable to be used during a farapulse procedure to treat atrial fibrillation. A similar device was used to replace it, and the procedure was completed. No patient complications were reported. The device has been returned for analysis. The device was returned inside its original unopened box, and it was observed that the packaging box, the packaging bag and the device were damaged. A shaft kink was noted on the device. Additionally, the sterile seal was opened.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific concludes that the reported damage and not sterile were confirmed as the analysis of the returned device found the packaging box was damaged, and shaft kink was noted in the device. Two images were reviewed by a boston scientific quality engineer. The pictures confirmed that it was possible to observe that the packaging box was damaged. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the events of packaging damaged/defective and not sterile are known events defined in the products risk management documentation. These events type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to transport/storage and supporting evidence that came to this conclusion. The reported event was confirmed the reported analysis of the returned device found the packaging bag and the device were damaged. A shaft kink was noted on the device. The seal was opened. It is important to mention that the label box matches with the complaint details information. Two images were reviewed and the pictures confirmed that it was possible to observe that the packaging box was damaged.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a farawave catheter was damaged during transport. The packaging was bent badly, and the catheter was unable to be used during a farapulse procedure to treat atrial fibrillation. A similar device was used to replace it, and the procedure was completed. No patient complications were reported. The device has been returned for analysis and investigation is still in progress. It was further reported that the device was returned inside its original unopened box, and it was observed that the packaging box, the packaging bag and the device were damaged. A shaft kink was noted on the device. Additionally, the sterile seal was opened.